Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition occurred. The 90% stenosed lesion was located in the mildly tortuous and calcified right coronary artery (rca). A 3.00x24mm promus element¿ plus stent was selected and advanced. The balloon of the stent delivery system (sds) was inflated to 10 atmospheres (atms). However, it was noted that the stent was not fully deployed. Several attempts were made to inflate the balloon but it did not inflate. The physician used an unspecified balloon catheter to post dilate the stent and the procedure was completed with this device. No patient complications were reported and the patients status was good.